Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while trying to remove air from the cartridge. Customer changed the syringe needle and air was able to be removed. There was no reported impact to customer's blood glucose.